Event description:
The patient¿s mother reported that an insulin pump pod had detached after a fall at a playground, causing the cannula to dislodge from the infusion site on their leg while the adhesive remained attached. As a result, no insulin was delivered from approximately 6 pm through the night. The patient developed high blood glucose levels and ketones, with symptoms of abdominal pain and vomiting. The patient¿s blood glucose levels rose to approximately 600mg/dl (33.3 mmol/l) while the pod was worn for between 49 and 71 hours. The patient was taken to the hospital the following day, (B)(6) 2026, where a new pod was applied and a correction dose was given. The patient was observed until the ketones lowered. The patient was in the hospital from 7 am ¿ 12 pm and was diagnosed with hyperglycemia. The pod involved in the incident was disposed of by hospital staff.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.